Manufacturer narrative:
(B)(4)

Event description:
It was reported that the stent length was longer than what was labeled. The target lesion was located in the biliary artery. An 8x80x75/ 6f wallstent¿ rp endoprosthesis was advanced to treat the lesion. However, when the device reached the lesion, it was noticed that the stent size was longer for the lesion as observed under digital subtraction angiography (dsa). After the device was removed from the patient's body, the physician deployed the stent outside the patient and the stent was measured at 100mm. The procedure was completed with another stent with a different size. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer fully retracted. A stent was received in a plastic container having already been deployed from the delivery catheter. The deployed stent measured 90mm. No damage to the stent was observed. The stent was placed in the water bath ' 37 degrees celsius to mimic body plantation. The stent was removed from the bath and measured at 88mm in length. The stent length specification is controlled by markerband position and the markerband positions on the inner were reviewed. The markerbands were in the correct positions. The outer shaft of the device was severely kinked down to the inner lumen approximately 23.5cm distal of the main valve. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event.   (B)(4).

Event description:
It was reported that the stent length was longer than what was labeled. The target lesion was located in the biliary artery. An 8x80x75/ 6f wallstent¿ rp endoprosthesis was advanced to treat the lesion. However, when the device reached the lesion, it was noticed that the stent size was longer for the lesion as observed under digital subtraction angiography (dsa). After the device was removed from the patient's body, the physician deployed the stent outside the patient and the stent was measured at 100mm. The procedure was completed with another stent with a different size. No patient complications were reported and the patient's status was stable.